Manufacturer narrative:
Determination of root cause: assessment: during the on-site eval, the territory manager (tm) was unable to reproduce error 36. Tm checked all communication fiber optics and replaced foot switch and ceramic shutter 2 as a preventative measure. Tm verified the system and validated the laser according to manufacturer specifications. A review of the complaint database for the prior three months revealed no other complaint of this type was reported. Conclusion: the root cause, for this reported event, could not be definitively determined. (B) (4)

Event description:
Adverse event: interrupted surgical procedure. Malfunction: laser issue, system error. An office manager reports that during refractive surgery, there was a system error. The surgeon raised his foot from the pedal and received error 36 - error laser head. The surgery was delayed but completed. Pt outcome was not affected by the event. Based on conversation with the surgeon, territory manager (tm) reports that the surgeon stated all cases were 20/15 and that there was no concern of harm or injury.